Event description:
It was reported that during a da vinci si hysterectomy procedure, a breach was noticed on the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument and a spark was observed at the gap breach. Additionally, the orange portion of the instrument was visible and it appeared as if the tip cover had slid down the instrument during the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received.